Event description:
As reported by the user facility: brief inquiry description: white precipitation in primary pump tubing detailed inquiry description: noticed white precipitation in med line and up primary tubing. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample without packaging was returned for evaluation. The returned sample was visually evaluated and noted a cloudy material within the tubing of the set. The sample was connected and tested per specification for occlusion and occlusion was noted. The foreign material within the set was attempted to be identified via ftir testing. The ftir testing is to determine a possible match of composition to what the material is. No determination could be made as to the identification of the material. At this time the exact root cause of the incident is unknown. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.